Manufacturer narrative:
H10: internal complaint reference number: (B)(4).

Event description:
It was reported that during a meniscus repair surgery, the t2 implant of the fast-fix 360 could not be deployed. The t1 implant was removed from the patient with tweezers. The procedure was completed with a surgical delay of less than 30 minutes using a smith and nephew back up device. No further complications were reported.

Manufacturer narrative:
H6: the reported device was received for evaluation. A visual inspection of the returned device found that it is not in its original packaging. The insertion device was returned in the pret2/postt1 setting with the suture and a fractured t2 implant returned off the device. There is biological debris and a small piece of the t2 anchor in the channel of the insertion device. A functional evaluation of the returned device finds it cycles as designed. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A complaint history review found similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. The root cause for failure to fire could not be determined since the reported malfunction could not be duplicated during the investigation. The root cause for break was associated with unintended use of the device. Factors that can contribute to the reported event include failure include failure to fully actuate the device during implantation. No containment or corrective actions are recommended at this time.